Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined since the event was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a colonoscopy and was completed after a delay of approximately 30 minutes using different equipment. There was no patient injury and no injury to the end users, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple devices involved.

Manufacturer narrative:
This report is submitted to correct fields e2 and e3 and provide additional information. Updates to sections b5, d10, e2 and e3.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated. The unit passed all functional tests and all video output signals and images were verified acceptable. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a bright light was observed, then smoke. The problem, as reported to olympus, was first identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.